Manufacturer narrative:
The device remains implanted. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse reactions: complications associated with the proper implantation of the avaulta plus biosynthetic support system may include, but are not limited to those typically associated with surgically implantable materials, including: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur folling the implant procedure. Urinary retention, bladder outlet obstruction, and other voiding and defecatory dysfunctions. These conditions may be associated with over-correction/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, rectum, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site, which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, rejection of biologic materials, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of vaginal wall prolapse. Urinary incontinence (stress and urge). (B)(4).

Event description:
It was reported by the pts' attorney that as a result of having the product implanted, the pt has experienced pain, suffering, permanent injury, and physical deformity.

Manufacturer narrative:
The device remains implanted. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse reactions: potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced urinary retention, inability to spontaneously void post-operative day two, urinary urgency, recurrent urinary tract infections, bladder spasms, recurrent cystitis, incontinence, bladder pain, hematuria, incomplete bladder emptying, difficulty initiating urine flow necessitating self-catheterization, pelvic floor physical therapy, cystocele, enterocele, atrophic vaginal mucosa, bladder neck hypermobility, frequency, grade one vaginal prolapse, no exposed mesh, nocturia, percutaneous tibial nerve stimulation treatments and overactive bladder.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced blood loss, blood and leukocytes in urine, pressure, vaginal atrophy, leaking, elevated post-void residuals, lactobacillus in urine, klebsiella pneumoniae in urine, urinary frequency, escherichia coli in urine (bacterial infection) and nonsurgical intervention.